Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 576 mg/dl. The customer stated that she saw blood in the cannula and it might be the reason why she have been having unexplained high blood glucose readings. The customer stated that she had no delivery alarms from the insulin pump. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer did not want to return the reservoir and set for analysis. The customer was unable to finish troubleshooting at the time of call. The customer was advised to call back.